Event description:
Based on this result, pt reportedly delivered 15 units of insulin (type not provided), and sought treatment in a clinic. Upon pt's arrival at the clinic, approx 1 hr later, his blood glucose reportedly measured 30 mg/dl, on facility's blood glucose monitor. Reporter stated that pt was transferred to the emergency room and treated with an intravenous glucose solution. Orange juice, crackers, and milk. P't blood glucose was reportedly retested, using a hosp blood glucose monitor, with result of 90 mg/dl. Reporter noted that pt's blood glucose subsequently dropped to 18 mg/dl (measured on hosp meter) after which he was treated with additional intravenous glucode. One hr later, pt's blood glucose reportedly measured 133 mg/dl, on hosp meter. Pt continued to receive intravenous fluids for an unspecified time period, after which blood glucose reportedly measured 189 mg/dl. Reporter stated that pt was released shortly thereafter. At the time of the event. Pt was testing with expired strips. Pt's current condition: "doing fine today". Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.